Event description:
It was reported that no obvious breakage or evidence of damage to the lead. It was noted that the "fluid" was condensation/cloudy fluid. No further relevant information has been received to date.

Event description:
A surgeon reported to a company representative that he squeezed fluid out of a lead at the patient's prophylactic generator replacement. Pre-operative impedance was within normal limits. High impedance was seen after generator replacement but the lead pin was removed, cleaned and re-inserted and then impedance was ok. This was when the surgeon then told the rep that he squeezed fluid out of the lead, but he said that the lead was not damaged, so it is unclear where this fluid was coming from. No further relevant information has been received to date.